Event description:
The customer contacted physio-control to report that their device would not read an ECG signal through the quik-combo therapy cable assembly when it was connected. The defibrillation therapy cable was used on several other devices and the problem followed the cable. The cable was used for testing on a manikin. Without this functionality the device would not have the ability to function in AED mode. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control provided the customer with technical assistance. The customer received a replacement quik-combo therapy cable assembly under warranty. The device has not been returned to physio-control for evaluation.